Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with unusual corneal infiltrate in right eye. Flap lift, scrape and rinse was done. Also a culture of infiltrate was done. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complaint of blurred vision and expressed anxiety about visual outcomes, scarring and infection not clearing well. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.00 x -.25 x 130, left eye pre-op 20/20 -4.75 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.25 x 0, left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/25, left eye post-op 20/20.